Event description:
It was reported that on the morning on (B)(6) 2025, the surgeon inserted the spinal cage into the l4/l5 intervertebral space using the crestline technique and performed posterior fixation of the l4/l5 vertebrae. At around 6 p.m. That day, the surgeon noticed something abnormal with the drain. And he confirmed ureteral damage, using indigo carmine. At around 8pm on the same day, the patient was transferred to another hospital with a urology department accompanied by the surgeon. The surgery was carried out. We have not received any comments from the surgeon that there were any problems with the spinal cage, other implants and used medical instruments. We did not obtain any implants and instruments.

Manufacturer narrative:
The device is unavailable for evaluation as it remains in situ. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.